Manufacturer narrative:
Facility staff attributed the alarm to issues with the pt's new thigh catheter. The cycler alarmed appropriately. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. There is no evidence of a device malfunction. Nxstage med considers this report closed. No add'l info will be provided.

Event description:
An arterial pressure exceeded alarm occurred at the start or a routine hemodialysis treatment which could not be resolved. The pt has a new catheter placed in the thigh. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The pt's hgb on (B)(6) 2011, pre treatment was 10.0 g/dl. Repeat labs were drawn on (B)(6) 2011 (21 days post event), hgb decreased to 7.3 g/dl. The pt was hospitalized on (B)(6) 2011, and rec'd 2 units of prbc on (B)(6) 2011. No other medical intervention was required.